Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to pain and poor performance with the device use. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
It was also reported that, the patient experienced loss of device function. Device analysis indicated device failure. Device analysis report attached.